Event description:
Flxibility study it was reported a pericardial effusion with tamponade occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 14.0 mm. Five hours post procedure, the patient experienced pericardial effusion with cardiac tamponade and a perforation was noted. A pericardiocentesis was performed to resolve the pericardial effusion. The event was considered resolved on (B)(6) 2020. On (B)(6) 2020, the patient was discharged to another hospital. It was further reported that a pericardial tap was performed and 500ml of blood was drawn from the patient during the pericardiocentesis and then the patient's condition became stable. Cardiac surgery was not necessary. The patient was on aspirin and clopidogrel and was initiated on intravenous antibiotic therapy. On (B)(6) 2020, the pericardial drainage was removed without any complications and sterile bandage pressure dressing was performed. Antibiotic course was discontinued. An x-ray of the thorax revealed the closure device was in the correct position, however spontaneous pneumothorax on the left side and signs of pulmonary congestion were noted. On the same day, the patient developed hypotension and respiratory failure. Consequently, a central venous catheter in the right internal jugular vein was implanted without any complications. A CT of the thorax and abdomen revealed no evidence of pulmonary embolism or infarction pneumonia. However, cardiac decompensation with pleural effusions on both sides, suspected pulmonary hypertension with clinical picture of liver cirrhosis with splenomegaly were noted and ascites as secondary findings. Pronounced meteorism, aortic sclerosis and inguinal hernia on the right were noted.

Event description:
(B)(6) study. It was reported a pericardial effusion with tamponade occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 14.0 mm. Five hours post procedure, the patient experienced pericardial effusion with cardiac tamponade and a perforation was noted. A pericardiocentesis was performed to resolve the pericardial effusion. The event was considered resolved on (B)(6) 2020. On (B)(6) 2020, the patient was discharged to another hospital.